Event description:
A publication titled ¿the israeli retrospective multicenter open-label study evaluating vagus nerve stimulation efficacy in children and adults¿ noted three vns patients that had their devices explanted. One explant was performed for pain at the generator site. The other two explants were performed for pain at the generator site as well as post-operative wound infections resistant to intravenous antibiotics. This report represents the first patient who was explanted due to pain and infection. Manufacturer report # 1644487-2014-00706 includes the report on the second patient who was explanted due to pain and infection, and manufacturer report number 1644487-2014-00707 includes the report on the third patient who was explanted due to pain.